Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 06-sep-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-sep-2023 listed on smartsolve. Daily total collection start time = 09/06/2023 00:00:00.000. Daily total of al linsulin delivered = 11.325. Daily total of basal insulin delivered = 11.325. Daily total of bolus insulin delivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 06-sep-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 09/06/2023 13:07:36.000. Power loss alarm was recorded and found in the formatted history file on: 09/06/2023 13:08:07.000. 09/06/2023 13:08:18.000. Pump error 23 alarm was recorded and found in the formatted history file on: 09/06/2023 13:07:53.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/long trace file, pump error 23 alarm/power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked lcd window and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage near battery compartment. Troubleshooting was performed and no harm requiring medical intervention was reported. Advised customer to discontinue pump and revert back to hcp¿s instructions . The insulin pump was returned for analysis.